Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced an infection, causing swelling in the scrotal incision, redness, and pain. The pump was also too hard. A surgical procedure was performed to remove the device and clean the incision and corpora. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field b1: adverse event/product problem. Correction to field h6: device codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced an infection, causing swelling in the scrotal incision, redness, and pain. The pump was also too hard. A surgical procedure was performed to remove the device and clean the incision and corpora. No additional patient complications were reported.